Manufacturer narrative:
The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the outer shaft has been retracted by about 10 mm. The stent has been partially released and has fractured in its distal third. The distal stent portion is blocked between the retractable outer shaft and the distal radiopaque marker. The stent is located about 49 mm distal to the proximal radiopaque marker. Also, the proximal end of the inner shaft was found severely deformed (i.e. Compressed and twisted). In general, the findings indicate that the stent was blocked and pulled back against the proximal stent stopper when the outer shaft was retracted. The blockage of the stent was most likely related to uncommonly high friction of the retractable outer shaft. It further appears that the partially released stent was pulled in distal direction and eventually fractured during device withdrawal. Review of the production documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations, no material or manufacturing related root cause was identified. The final root cause for the reported event could not be determined.

Event description:
A pulsar-18 self-expandable stent system was selected for treatment of a lesion with 80 percent stenosis degree in the right sfa. After pre-dilatation, the pulsar-18 was inserted, but after slight release, the stent could not be released any further despite several attempts. The device was withdrawn. Another stent was used to finish the procedure.